Manufacturer narrative:
Device analysis: the oad was returned with the guide wire still engaged. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft did not reveal any damage or abnormalities. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and crown, and on the exposed guide wire shaft and spring tip coils. Examination in the area of the adhered material did not reveal any damage that would have contributed to the accumulation. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. The initial visual and tactile examination of the exposed distal and proximal guide wire did not reveal any abnormalities. Significant resistance was met when removing the guide wire distally from the driveshaft. Examination of the remaining section of the guide wire revealed biological material that was located under the driveshaft tip bushing. Additionally, numerous bends and kinks were observed along the length of the guide wire. It could not be determined whether or not the kinks and bends contributed to the event. An in-house test wire was loaded through the device and met minor resistance when passing through the area of adhered material. The oad spun at low and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities. At the conclusion of the failure analysis investigation, the root cause of the perforation could not be determined. The cause of the oad not spinning and getting stuck on the guide wire was an accumulation of biological material on the driveshaft and guide wire. No abnormalities were observed that would have contributed to the biological material accumulation. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the guide wire was not reviewed as the lot number is unknown. Csi ID# (B)(4).

Manufacturer narrative:
Device evaluation is in process. A supplemental report will be submitted for failure analysis results. Csi ID# (B)(4). Evaluation in process.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 1cm in length, 50% stenotic and was located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath, 3.5 ebu guide catheter and a csi viperwire guide wire to access the lesion. The oad was loaded onto the guide wire and advanced just proximal to the lesion. The physician performed three runs at low speed, but during the next run, the device stalled. When the physician pushed the power button, the device would spin briefly, but stall again. At this point, the physician discovered that the oad was stuck on the guide wire and removed them as a unit. Angiography revealed a perforation and the patient went into ventricular fibrillation. The patient was defibrillated and returned to sinus rhythm. The patient was then intubated and the physician resolved the perforation by deploying a covered stent. Pericardiocentesis was performed under echo guidance and the patient returned to a hemodynamically stable condition. The patient was transferred to ICU for further monitoring. Three requests for additional information have been made, but none has yet been received.